Event description:
I was implanted in (B)(6) 2009 and in (B)(6) 2009 I was in so much pain in my left leg to the verge of tears. Went to doctor and was informed of being vitamin d deficient. As time passed I started suffering from debilitating migraines including ocular migraines that I was sent to see an eye doctor that specializes in problems with the retina. I have on several occasions have had to go to the doctor or hospital for what feels like a heart attack or stroke. The left side of my body including face starts going numb I break out into a sweat and have trouble breathing my hand starts tingling and I have a headache that feels like someone hit me with a hammer. Test results from those incidents come back normal. As a result instead I was diagnosed with vertigo and parasthesia. I started suffering from horrible panic/anxiety attacks. I have been sent to different specialists for different tests that always come back normal. I have been prescribed different types of medication for my migraines and vertigo. I have taken a very high dose of vitamin d. I have been diagnosed with very low hdl levels. I suffer from back, leg, and joint pain that has me some days just praying for relief. I gained a ridiculous amount of weight after implantation and my skin is so dry and itchy. I get red bumps after I shave that itch so bad I'm scratching all the time like a dog with fleas would. I have recently also been diagnosed with a.d.d. And am now on vyvanse which has alleviated the migraines but I still have dull headaches. My periods are extremely painful and heavy to the point where I have to use both a tampon and pad. I suffer from extreme and painful stomach bloating to the point where I have tried to cut out any type of food that I feel will give me issues. I get sharp stabbing pains in my belly button area and in my vaginal/rectum area. It is painful to have intercourse. I have major mood swings that are affecting my marriage. I feel at (B)(6) that I have the body of an 80 year old. I'm in constant pain and I need to find relief.